Manufacturer narrative:
The reported complaint of an icy catheter (lot #194421) leak was confirmed during the functional testing at zoll. During the functional pressure leak test, a bonding leak was observed at the proximal end of the medial balloon. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. Blood residue was observed in the balloons and luered tubings. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot #194421. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed.

Event description:
Ivtm therapy was initiated for a 79-year-old male post-CPR patient (weight: 110 kg and height: 170 cm). An icy catheter (lot #194421) was smoothly inserted into the left femoral vein in a single attempt. The patient was cooled to 36°c in max mode, rewarming to 37°c after 24 hours in max mode. During rewarming, the customer noted a decreasing volume of saline from the saline bag. The customer replaced the saline bag twice before the thermogard xp ivtm system could trigger the air trap alarm. The following day, the customer noted a decreasing volume of saline from the saline bag again, and the saline bag was replaced before the thermogard xp ivtm system could trigger the air trap alarm. The customer suspects a catheter leak and a total of about 750 ml of saline infusion into the patient. The dwell time of the catheter at the time of the issue was approximately 30 hours. Per the customer, the catheter was removed, and a leak test was performed per IFU. No further information was provided. The patient's status is stable, and no patient injury was reported.